Event description:
It was reported that no images appear on the subject device when using a balloon or gently pressing against the air tube. The issue occurred during set up. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d4, d8, d9. H2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected field: h11 - e2/e3. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.